Event description:
There became an issue with the heaters on the chairs not working. There was a pad being used on the back of the chair and when that was removed there appeared to be a burn mark on the back of the chair. At that time the department was instructed not to use any heaters on the chairs until the company was notified and the chairs repaired.